Event description:
Patient was revised. No further information available at this time.

Manufacturer narrative:
No 510(k) number provided because this implant was sold internationally with different indications for use; it was sold in the us under a different part number. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up 1 is being submitted to fill the gap in report sequence numbers.